Manufacturer narrative:
Investigation: visual inspection no significant deformations or damage of the valves were detected during the visual inspection. Permeability test a permeability test has shown that both valves are permeable. Adjustment test the progav 2.0 valve was tested and is adjustable to all specified pressures. Braking force and brake function test the brake functionality test has shown that the brake function is fully operational and the braking force is within the given tolerances. Computer controlled test to investigate the claim of over/under-drainage, the opening pressure is measured using a miethke computer controlled testing apparatus, which simulates a cerebrospinal fluid flow. Neither valve is operating within acceptable tolerances. Results first, we performed a visual inspection of the progav 2.0 shunt system. No significant deformations or damage of the valves were detected during the visual inspection. Next, we tested the permeability and opening pressure of the valves. Both valves were shown to be permeable. The measurement has shown that the progav 2.0 shunt system works without the accepted tolerance in the reference flow range of 5 ml/h in vertical and horizontal position. The opening pressure of the progav 2.0 / shunt assistant was significantly lower than expected, indicating a tendency towards over-drainage. Additionally, we tested the adjustability as well as the brake functionality and brake force of the progav 2.0 valve. The valve operated as expected and met all specifications. Finally, we have dismantled the valves. Inside both valves we have found build-up of substances (likely protein). Based on our investigation, we confirm that the valves were operating in an over-drainage state at the time of our investigation. This is likely due to the deposits observed inside the valves. As described in our literature, the problem encountered is one of the known, inevitable risks of hc-therapy by shunt implants. We can exclude a defect at the time of release. The shunt system met all specifications of the final inspection when released from christoph miethke gmbh & co. Kg.

Manufacturer narrative:
Patient weight is (B)(6) kg, height is 87 cm. Manufacturing site evaluation: investigation on-going. Additional information and/or investigational results will be provided in a supplemental report.

Event description:
It was reported that the progav 2.0 valve had adjustment and overdrainage issues. As a result, it was explanted. Very limited information was provided. The shunt system was implanted into a (B)(6) old patient on (B)(6) 2017. Due to described issues of over drainage and inability to adjust the valve, it was explanted on (B)(6) 2019. No further details provided. No associated patient complications are reported.